Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The thoracic neck was funnel-shaped, that is larger at the carotid artery than at the subclavian artery. A carotid-to-subclavian bypass was performed as preparation for the procedure. It was reported that during the procedure, the heart was stopped with medication. The proximal main stent graft (MFR# 2953200-2009-01348) was deployed and landed accurately at the carotid artery. On the angiogram, it appeared that the stent graft was misaligned; however, there was no type I endoleak. The imaging was very poor, which made it difficult to see the misalignment. A distal main stent graft was then implanted and deployed misaligned at 45 degrees and remained misaligned. The physician elected to intervene by implanting a third distal main stent graft, which was correctly deployed. At the end of the procedure, there was no endoleak present. No additional clinical sequelae were reported, and the pt is doing well with no neurological issues noted.

Manufacturer narrative:
(B)(4) - intervention required - (B)(4) - misaligned deployment. Evaluation results: funnel-shaped aortic neck. Conclusion: funnel-shaped aortic neck; poor intra-operative imaging.